Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No unexpected high sg, auto mode max delivery, calibration not accepted or change sensor alert noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of above 42 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with glucagon in the hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated based on customer report proceeding in troubleshooting per alleged delivery of insulin without user input. Customer stated auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.